Event description:
The customer reported that during the procedure the device would not re-open while applied to tissue, so the surgeon resected the tissue immediately adjacent to the device in order to remove it from the tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.